Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz2710 showed one similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that the catheter was found ruptured in the process of placement. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one 4fr s/l groshong catheter and one segment of digital video which depicted a 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. Light use residues were observed throughout the sample. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. Microscopic inspection of the sample did not reveal any damage or other evidence of leakage. The depicted device was inserted through a peel-apart sheath into a patient¿s arm. The stylet was inlaid through the catheter and the stylet flushing connector was being accessed. The catheter was being flushed and a spraying leak was observed near the insertion site. Leaking was evident in the submitted video; however, inspection of the video was insufficient to identify the cause of the leaking. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include stylet damage and contact with a sharp instrument. No leakage was observed during evaluation of the physical sample; however, the catheter had been trimmed, and the damaged region may have been removed and not returned.

Event description:
It was reported that the catheter was found ruptured in the process of placement. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. However, the root cause was not identified. The product returned for evaluation was one segment of digital video which depicted a 4fr s/l groshong catheter. The depicted device was inserted through a peel-apart sheath into a patient¿s arm. The stylet was inlaid through the catheter and the stylet flushing connector was being accessed. The catheter was being flushed and a spraying leak was observed near the insertion site. While leaking was evident in the submitted video, inspection of the video was insufficient to identify the cause of the leaking. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include stylet damage and contact with a sharp instrument. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the catheter was found ruptured in the process of placement. No other information was provided.